Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of a portion of tubing with a cuff. It presented signs of usage. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. Sample was submitted to under water test and air bubbles were detected. The samples showed a crack in the tubing. The defect was confirmed. The product sample evaluation failed and leaking was identified. According to the pictures taken during sample analysis the crack is more similar to the pattern of a cut with a sharp object in the material also an indentation was observed. Based on the available information, the most probable root cause is related to misuse (damage) possibly with a sharp object. No additional actions are required. This failure is not considered manufacturing related. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% visual inspection at the final stage of production, which would identify leaks in the catheter assembly. Based on the investigation no corrective action is required. This complaint will be used for trending and tracking purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was leakage from the catheter. Apparently, the patient experienced leakage for a month. Sometimes the patient tried to change the catheter position, but it didn't work and leakage still occurred. The patient was hospitalized on (B)(6) 2014 with peritonitis. The patient was given antibiotics for treatment during hospitalization. The catheter was pulled and replaced with a new one on (B)(6) 2014.